Manufacturer narrative:
Concomitant products: product ID: 3888-45, lot#: v632679, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot#: va02tsf, implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 3888-45, serial/lot #: (B)(4), ubd: 19-jan-2015, UDI#: (B)(4); product ID: 3888-56, serial/lot #: (B)(4), ubd: 07-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional reported via a manufacturer representative that there was symptom return. External factors related to the issue are unknown. Impedances were tested and it was determined that there were impedance issues with the old quad leads that are placed as peripheral nerve stimulation leads. The revision surgery is scheduled for (B)(6) 2021.